Event description:
The advocate stated the customer tested his blood glucose and received a reading of 78 mg/dl using his breeze2 meter. The customer was not feeling well, so paramedics were called. Paramedics tested the customer's blood glucose at 40 or 40 mg/dl. The advocate could not remember what type of treatment the customer received from paramedics, but it was most likely glucose. The customer was taken to the hospital, but he was eventually released. The difference between the customer's glucose readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Troubleshooting was not possible as the customer did not have control solution. The advocate was advised to return the test strips and meter for evaluation. Replacement products were sent to the customer.